Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms causing a lead safety switch to unipolar sensing. Impedance measurements in the unipolar setting were well within range. Loss of capture was also observed on the ra channel. No changes were made, and the ra lead remains in service. No adverse patient effects were reported. It was reported that an alert was generated for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended. The alert was noted to have resulted from low evoked response (ER) which is consistent with previous attempts over the last year. The patient was seen in the clinic and atrial noise was observed due to unipolar configuration which occurred previously due to the documented lead safety switch (lss). The clinical observations were documented. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms causing an lead safety switch to unipolar sensing. Impedance measurements in the unipolar setting were well within range. Loss of capture was also observe don the ra channel. No changes were made and the ra lead remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.